Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of abdominal pain lower ("intermittent rlq pain / severe pain in rlq and radiated up to mid-abdominal area") and intussusception ("mild jejunal intussusception") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On (B)(6) 2014, 1 day after starting essure, the patient experienced procedural pain ("severe pain which felt like fallopian tube ruptured right when coils were placed") and procedural vomiting ("vomited when left the office"). In (B)(6) 2016, the patient experienced ovarian cyst ruptured ("ovarian cyst ruptured"). On an unknown date, the patient experienced abdominal pain lower (serious criteria hospitalization and clinically significant/intervention required), rash ("ring shaped rash on arms and legs that leaves hypopigmented scars"), skin hypopigmentation ("ring shaped rash on arms and legs that leaves hypopigmented scars"), intussusception (serious criterion hospitalization) and incision site pain ("slightly sore at incision sites"). The patient was treated with surgery (bilateral salpingectomy) and surgery (laparoscopy). Essure was withdrawn. At the time of the report, the abdominal pain lower had resolved and the procedural pain, procedural vomiting, ovarian cyst ruptured, rash, skin hypopigmentation, intussusception and incision site pain outcome was unknown. The reporter considered abdominal pain lower to be related to essure. The reporter provided no causality assessment for procedural pain, procedural vomiting, ovarian cyst ruptured, rash, skin hypopigmentation, intussusception and incision site pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): in august 2014: hysterosalpingogram result was without any problem noted. In (B)(6) 2016: ultrasound scan result was rlq pain due to ovarian cyst that ruptured. In 2016: biopsy result was not provided. In (B)(6) 2016: computerised tomogram result was negative and ultrasound scan result was negative. (B)(6) 2016: ultrasound: rlq pain due to ovarian cyst that had ruptured because there was free fluid noted but no cyst. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced intermittent rlq pain / severe pain in rlq and radiated up to mid-abdominal area. A bilateral salpingectomy was performed. Essure was removed. The event is serious as it resulted in hospitalization and regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, other serious event (mild jejunal intussusception) and non-serious events were reported. A product technical analysis is being sought. No further information is expected, as the report was received via the local regulatory authority.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 21-mar-2017: reporter refused to provide any information. No further information can be obtained. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced intermittent rlq pain / severe pain in rlq and radiated up to mid-abdominal area. A bilateral salpingectomy was performed. Essure was removed. The event is serious as it resulted in hospitalization and regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, other serious event (mild jejunal intussusception) and non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced intermittent rlq pain / severe pain in rlq and radiated up to mid-abdominal area. A bilateral salpingectomy was performed. Essure was removed. The event is serious as it resulted in hospitalization and regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, other serious event (mild jejunal intussusception) and non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected.